Manufacturer narrative:
The reported issue was confirmed during testing. The probable cause was found to be a malfunction due to normal failure ¿ dead/n252 (depleted battery)/n56 (replace battery) - software error. The software was upgraded to 15.02.00.009 and the battery was replaced.

Event description:
It was reported, on an unknown date, that the device experienced a dead battery. During testing, the field service engineer, found the device to have failed the self-test. When the alternating current (ac) power was removed the device generated a depleted battery alarm (n252) and entered a shutdown sequence. The battery was replaced. The ac power was then re-applied and the device was successfully rebooted. The probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.